Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded at the hospital. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. As the device was not returned for evaluation, the root cause for the degeneration and stenosis cannot be conclusively determined at this time. However, it is possible that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 21 mm aortic pericardial valve, implanted approximately four (4) years, six (6) months, and twenty-one (21) days, was explanted due to aortic stenosis secondary to structural valve deterioration. This device was originally implanted for aortic valve replacement to correct aortic stenosis. The device was explanted and replaced with a 20 mm non-edwards mechanical valve. The valve was not returned for evaluation as it was discarded at the hospital. Patient status was reported as "recovered" in a general ward at the hospital.